Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and hypoglycemia leading to diabetic ketoacidosis on (B)(6) 2019 with blood glucose level of 209 mg/dl. The customer's blood glucose level was 509 mg/dl. The customer was treated with intravenous fluids. The customer declined troubleshooting for high and low blood glucose. The customer also reported low battery alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test . Device uploaded properly using carelink. Device powered up properly after the test battery was installed. Device was monitored for 1 day. No blank display, unexpected low battery alarm, unexpected off no power alarm or charge or battery anomaly noted. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).